Manufacturer narrative:
No evaluation possible as the device was not returned.

Event description:
Customer service was contacted on (B)(6) 2018 from customer. Customer stated that teflon skull clamp slipped and cut the patient.

Manufacturer narrative:
This is follow-up 1: the device was received on 2nd march 2018. Conducted visual and functional testing/inspection on (B)(6). Result: product in specification, no failure found. Product in specification and did not show any deviations that could cause the reported incident. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistan from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
No additional information in this follow-up.